Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to complete a boot cycle. During device evaluation, physio observed that the device could not be powered on. After inserting the battery, the power button and shock button lit up continuously until the battery was pulled out. The device would not respond to any button being pushed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The cause of the reported issue was determined to be due to integrated circuit chip, designator u25 from the digital pcb assembly. The memory of the integrated circuit chip had become corrupt.